Event description:
A report was received that alleges the tracheostomy tube was deflating at the cuff after 4 days in situ. No incident related medical sequela was reported.

Manufacturer narrative:
Device evaluation: one used sample was received for evaluation. Upon pressurization of the cuff, it was found to have a 1.49mm tear at the maximum diameter of the cuff. The configuration of the tear is a straight line and its location and physical characteristics are consistent with having been damaged, most likely while in use. Manufacturing does a 100% inflation test of the cuffs and had the tear been there at that time it would have been detected. Wall thickness of the cuff shows no abnormalities at the tear. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.